Manufacturer narrative:
The device was not returned for analysis. Based on the reported information. Hemodynamic changes induced by the embolization may have caused the migraines that required hospitalization. However, the patient was reported to have a medical history of migraines and the exact cause is unknown. Based on the reported information, there is no evidence suggesting that the material was defective, but rather a post procedure and patient condition related event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that two days post the liquid embolic procedure, the patient experienced a debilitating migraine that caused a readmission for 2 days for symptom treatment. The patient has a history of migraines. This adverse event was reported to have resolved. This event was reported not to have been related to the neurovascular territory and was reported to have a relationship to the disease.